Event description:
Same patient as MFR: 2134265-2012-00699. It was reported that following a stenting treatment procedure, restenosis occurred. In (B)(6) 2007, the patient was diagnosed with superior vena cava syndrome thought to be secondary to a port-a-cath; which has since been removed. There was an 80% stenosis in the superior vena cava treated with a 10 x 25 mm express stent with resolution of symptoms. In 2008, the symptoms reoccurred and angiogram revealed 50% instent restenosis. This was redilated. The symptoms resolved until (B)(6) 2009 when the stent restenosed again and was redilated. In (B)(6) 2010, he reported to the ER with chest pain and ruled out for myocardial infarction. He was referred for stress test but it was put off until "recently." A stress test was performed (date unknown) and was positive for inferior and inferolateral ischemia. The subject was referred for cardiac catheterization. At this time, the subject also reported return of superior vena cava syndrome symptoms. The catheterization performed in (B)(6) 2011 revealed 70-80% stenosis in the distal part of the stent in the svc. The stenosis was dilated twice resulting in 0% residual stenosis. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). If implanted give date: (B)(6) 2007. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).